Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The electrodes that were used during the event were discarded and unavailable for analysis. A conclusive cause of the reported event could not be determined.

Event description:
During a cardiac event, it was reported that the device did not detect the patient connection via the quik-combo adultpacing/defibrillation /ECG electrodes. A second set of electrodes were used and the patient connection recognized to analyze the ECG rhythm and provide a single defibrillation shock. The patient was resuscitated. Paramedics arrived on the scene thereafter and continued to provide the patient care. The device use had no adverse effects on the patient. There were no further details on the event and/or the patient provided.